Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that the stent did not cross the target lesion. The target lesion was reported to be the left main coronary artery (lmca). When physician retrieved the stent delivery system (sds), inspection of the product revealed that the shaft/sds was broken. There was no patient injury. No additional information is available.